Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: during use on patient the idrive handle was used with jaws articulated. The jaws could be returned to the neutral position and closed when the device released from the patient. When the scrub nurse tried to remove the sulu, the jaws turned to the right without any button on the device being pressed. The jaws were not able to return to the center position even when the articulation button was pressed. A new adapter was used on the same idrive to complete the case. There was no patient harm. The or time was not extended by more than 30 minutes. There was no tissue resection or tissue damage. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).